Event description:
On (B)(6) 2013 the reporter contacted animas to report the buttons were intermittently activating the desired pump functions on the reported pump. The keypad is reportedly intact and the pump has not been exposed to moisture. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 09/19/2013 with the following findings: the keypad was found to be fully intact; there was no damage observed. The complaint of the intermittently unresponsive keypad buttons was not able to be duplicated; all keypad buttons responded appropriately. The keypad cover was removed and contamination was found under the up arrow and contrast key contacts. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. A test screen was inserted and found to function properly. Also unrelated to the complaint, evaluation revealed moisture corrosion on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.